Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
It was reported that the unit had a 24 volt power supply failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the main power supply read 14.04 volts. The technician recommended that the customer swap out the power management board to attempt to isolate the failure. The customer was provided with part information for the power supply and the power management board. The customer swapped out the power management board and the issue remained. The customer will order a power supply.

Manufacturer narrative:
G4 30may2020. B4: 01jun2020. . The power supply was returned for failure analysis. A visual inspection of the power supply revealed no anomalies. During testing, no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05may2020. B4: 15may2020. The customer replaced the power supply and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.